Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2008; dtba1d1 ICD, implanted:(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements and no capture noted during a home interrogation. The lead was turned off. No patient complications have been reported as a result of this event.